Manufacturer narrative:
Physio-control performed other unrelated repairs and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue couldn't be determined.

Event description:
The customer contacted physio-control to report that their device switched off during medical procedure. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device switched off during medical procedure. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.